Manufacturer narrative:
Additional information will be provided upon results of the investigation. Device not returned to the manufacturer.

Event description:
On 16th december, 2021 getinge became aware about the issue with the washer disinfector 4656. As the information was not safety related we decided not report the event to the competent authority. On 2nd january, 2022 getinge was informed about the injury while using this unit. Nature of injury is unknown. Neverthless, we decided to report the issue based on the potential as the event, in the worst case scenario, might lead to the serious injury.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 2nd, 2022, getinge became aware of an issue with one of the washer-disinfectors with the model name: 4656, with the serial number (B)(6). The unit was manufactured on january 15th, 2003 and installed on (B)(6) 2003. Getinge received information from third party service provider who visited customer site for maintenance, that the customer was injured while using the machine. The third party service provider and the customer have been reached for additional information about the incident and device performance. No relevant information has been received. We were able to establish that this is the single, isolated reportable customer product complaint related to the issue related to injury involved on this type of devices reported within the last 5 years. The technical investigation could not be conducted, as the manufacturer has not received sufficient information for analysis, despite our best efforts. If any new relevant information will be provided, the case will be reconsidered. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification , as it was leaking. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue caused any serious injury, however we report the event based on the potential of serious injury in result of the incident in the worst case scenario. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.